Event description:
Customer reported that the sensor electrode could possibly have been stuck inside her body. Customer reported that she did not see the sensor upon removal. Customer was advised to see her health care provider for confirmation of whether or not the sensor remained in her abdomen. Blood glucose level was 176.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.